Manufacturer narrative:
The sample was lithium heparin plasma, and was centrifuged for 3 minutes. The centrifugation speed was not provided. Qc was within the established ranges prior to the event. The system check was performed on (B)(4) 2010 and failed the wash portion. The customer repeated the wash portion of the system check and the results met the specifications. Service was on site on (B)(4) 2010. A bci field service engineer (fse) performed qc on a new reagent pack. The results indicated the ultrasonics was not performing as expected. The fse replaced the transducer, the ultrasonics board, and the service loop cable. The fse performed a verification test and the results were within the specifications. Although hardware issues were addressed, a definitive root cause for this event has not been determined.

Event description:
A customer contacted beckman coulter, inc (bci) in regards to a troponin (accutni) result in the normal reference range generated by access 2 immunoassay system for one patient. The result was not reported out of the laboratory. Subsequent testing produced results within the risk stratification range. There was no report of death, injury, or change to patient treatment associated with this event.